Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the she was hospitalized on (B)(6) 2017 at 10:15 pm due to high blood glucose levels. Customer's blood glucose at the time of admission was 29.0 mmol/l. Customer stated that the meter reading was 33.3 mmol/l when she left the hospital six hours later and her infusion set was changed. Customer was treated with IV drip and insulin pump. Customer reported that she had issues with bent infusion set cannula and that the insulin pump would deliver insulin but it will not enter the skin. Customer also reported that the insulin pump had a no delivery alarm that was resolved by an infusion set change. Customer was wearing the insulin pump at time of hospitalization. The insulin pump was not expected to return for analysis. Reference svn (B)(4) (case (B)(4)) on infusion set.